Event description:
It was reported that the patient was confusing the coupling bars with the implantable neurostimulator (ins) charge level. The patient had a shocking or jolting sensation. The patient had a bad fall a week prior to the report on thursday morning. With the fall, the patient¿s whole back was completely bruised and the patient was sent to the emergency room. They took ¿erays¿ and sent the patient home. The patient didn¿t know until the saturday prior to the report that their ins was getting low. The patient laid on it for 8-10 hours and had no boxes and it only charged a little bit and the patient did it 3 more times and got no coupling boxes. During the report, the patient was able to get 4 coupling bars. On (B)(6), the patient was up during the night and they turned and lost their balance and had a horrible fall and broke their desk and couldn¿t get up. The ambulance picked the patient up because they couldn¿t walk or get up. After the fall the patient had electrical shocks in their back and in the upper back. The patient was not being shocked at the time of the report but was getting shocks for a few days after the fall. The patient had a doctor¿s appointment on 2014 (B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that a manufacturer representative saw the patient and all the impedances were good. They did a reprogramming and educated the patient. The patient seemed to be better after the visit.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(6).

Event description:
It was further reported that the patient was still having concerns with their device or therapy but they were working with their doctor and a manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.